Manufacturer narrative:
A ge service representative performed an over the phone investigation. The service representative determined that the system was at a 110v outlet and needed to be at a 220v outlet. The system was put back into service.

Event description:
The customer reported that the system would not power up. No pt injury reported.